Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the trackers on the right side were flickering in the navigation system's tracking view. The left side trackers were used with no difficulty. The procedure was complete from that position and there was no reported impact to patient outcome. There was a five minute delay to the procedure due to this issue.

Manufacturer narrative:
The right tracker was returned to the manufacturer for analysis. Analysis found that the part was returned unused and there was no failure detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.